Manufacturer narrative:
Date of event not provided by the complainant. Product name unknown; product unspecified. Product common name unknown; product unspecified. Lot number not provided by the complainant. Product expire date unknown; lot number not provided. Product catalog number unknown, product unspecified. 510(k) unknown; product unspecified. The product code listed is not necessarily the product code assigned to the device 510(k), but rather the product code that seems the most appropriate based on the surgical procedure in which the product was implanted. Product manufacture date unknown; lot number unknown.

Event description:
The patient was reportedly implanted with bioarc and prolene soft mesh on (B)(6) 2004 and surgisis on (B)(6) 2005 at (B)(6) hospital, (B)(6) by dr. (B)(6) to treat her pelvic organ prolapse and/or stress urinary incontinence. The patient and her attorney have alleged that as a result of these products being implanted in the patient, the patient has experienced pain, injury, and has undergone corrective surgery.

Manufacturer narrative:
Product catalog number unknown, product unspecified. Concomitant products: johnson & johnson bioarc: (B)(6) 2004, prolene soft mesh: (B)(6) 2004. PMA 510(k): unknown; product unspecified. The product code listed is not necessarily the product code assigned to the device 510(k), but rather the product code that seems the most appropriate based on the surgical procedure in which the product was implanted.** mfg date: product manufacture date unknown; lot number unknown.

Event description:
The patient was reportedly implanted with bioarc and prolene soft mesh on (B)(6) 2004 and surgisis on (B)(6) 2005 at (B)(6) to treat her pelvic organ prolapse and/or stress urinary incontinence. The patient and her attorney have alleged that as a result of these products being implanted in the patient, the patient has experienced pain, injury, and has undergone corrective surgery.